Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the device had not helped their symptoms. Patient said the trial worked great, it was like a night and day difference, and the permanent one did not seem to do the trick. Patient asked why the sensation appeared in a different area for the trial. Patient said during the test they felt stim in their left testicle and w/ the permanent device they feel stim in "the right butt cheek" near the ins. Patient was told to wait 2 weeks to see any results. Patient went to the doctor and they said maybe it shifted so they replaced the lead. The doctor replaced the lead with the manufacturer representative and sent the patient home and said to try thisout.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.